Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, the ultrabutton adjustable fixation device loop would not advance. An exact root cause cannot be determined without evaluation of the device. Factors unrelated to the design of the device that could lead to this type of incident are: manipulation of the device, or incorrect tunnel preparation. The instruction for use (IFU, pn 66856) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. Completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Data corrected, reason for report is the additional bone hole that was required to complete the procedure.

Event description:
It was reported that during an acl procedure, the loop would not advance. Suture had to be cut to be removed from the patient and an additional bone hole was required. A backup device was used to complete the procedure with no delay or patient injuries.

Event description:
It was reported that the loop would not advance. No patient injury or significant delay were reported. A back up was used to complete the procedure.